Event description:
After iabp for over 24 hours, the iab leaked. Blood was noted in the tubing and the iab was removed. No second was inserted into the pt. The iab was not returned to co for eval. The iab was not released by the risk management dept at the facility. (Event complications: none from the event reported 10/24/96). (Pt's current status: well rpt'd 10/24/96).